Manufacturer narrative:
The affected device was returned for investigation; however, we could not reproduce the stuck duckbill report. The valve opened as intended. Ventlab performed quality trending, product investigation and corrective actions to solve the root causes. A recall was initiated in may of this year.

Event description:
The valve was stuck and would not ventilate pt. Initially took a lot of pressure to ventilate the pt, but then worked fine. No death or serious injury reported.